Event description:
The customer observed a lower than expected vitros phyt result (8.8 ug/ml) on a single patient sample processed on a vitros 5600 integrated system. An aliquot of the same sample was tested and the phyt value (37.8 ug/ml) was believed to be the accurate result. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected phyt result was reported outside of the laboratory, however, a corrected report was issued and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The customer observed a lower than expected vitros phyt result on a single patient sample processed on a vitros 5600 integrated system. The investigation determined that the most likely assignable cause was due to insufficient sample volume in the primary sample tube. Two aliquots were removed from the primary sample tube prior to testing for phyt. There was no indication the vitros 5600 system malfunctioned.